Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot numbers (gd876490, gd876482), with no defects noted. The root cause of the peritonitis was due to touch contamination. A labeling review was performed and found to be adequate for the potential use error in this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer services, the reporting nurse stated that on unreported date, in 2010, the patient did not wear a mask/ patient made mistake/touch contamination. On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized the same day. In (B)(6) 2010, a peritoneal effluent culture was performed and was positive for klebsiella pneumoniae. Treatment information was not provided for the events. Pd therapy was ongoing at the time of the event. The patient was recovering from the peritonitis. It was not reported whether the events of did not wear a mask/patient made mistake/touch contamination resolved. The patient's concomitant medications were not reported. A causal relationship was not reported for the events of did not wear a mask/ patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that over the past month, all of the emergency room physicians have been experiencing difficulty with the spring wire guide's (swg) in this kit at insertion. They are alleging that 40% of the time, they are having issues with the swg becoming uncoiled in the patient soon after inserting it. As soon as they try to remove the needle from the patient after the swg is placed, the swg becomes uncoiled. Additional information received from the sales representative on 11/12/2010 stated she was told by the physician that no swg's have broken off in patient's as was previously stated. The swg's unraveled, but have been removed intact.